Event description:
Pt stated that vicry suture was used in a foot surgery to remove a fibroma in 2005. The pt experienced restricted foot movement and pain following the surgery. They stated the incision did not close fully where the "knot" was placed. The pt returned to surgery 4 months later for wound debridement and removal of suture material which had not yet absorbed.